Event description:
It was reported to philips that the system malfunctioned and the panel could not be used, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The customer confirmed that the geometry module could not be used. However, the customer did not accept philips' quote to provide service to or inspect the system. No system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.